Manufacturer narrative:
Concomitant medical products: 60 ml bd syringe; non bd extension set; three-way stopcock; tubing (spike with pinch clamp and check valve); extension tubing. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographic details were not provided. The patient is a child.

Event description:
It was reported that the tubing disconnected and leaked at the needleless connector during a dopamine infusion. No patient harm was reported. Dopamine 1600 mcg/ml/in 250 ml, concentration of 1.6 mg/ml was expected to infuse on a 11.3 kg patient. The medication bag was attached to s spike set with pinch clamp then to a stopcock and extension tubing leading to a needleless connector which was attached to a 60 ml syringe on a syringe module. The other end of the stopcock was attached to extension tubing which was attached to the needleless connector which leaked and to the short t-connector set attached to the patient's IV access device. The products were given to the nurse educator after the event, and the tubing change label was dated (B)(6) 2019. Although additional event information and the devices was requested, no other details or products were available, and the clinician stated she was not informed of any harm occurring as a result of the event.

Event description:
It was reported that the tubing disconnected and leaked at the needleless connector during a dopamine infusion. No patient harm was reported. Dopamine 1600 mcg/ml/in 250 ml, concentration of 1.6 mg/ml was expected to infuse on a 11.3 kg patient. The medication bag was attached to s spike set with pinch clamp then to a stopcock and extension tubing leading to a needleless connector which was attached to a 60 ml syringe on a syringe module. The other end of the stopcock was attached to extension tubing which was attached to the needleless connector which leaked and to the short t-connector set attached to the patient's IV access device. The products were given to the nurse educator after the event, and the tubing change label was dated (B)(6) 2019. Although additional event information and the devices was requested, no other details or products were available, and the clinician stated she was not informed of any harm occurring as a result of the event.

Manufacturer narrative:
The customer¿s report of the tubing disconnected and leaked at the needleless connector was not confirmed. No abnormalities were observed during visual inspection. Functional and pressure testing was performed; no disconnection or leaking was observed at the suspect valve connections. The root cause of the reported disconnection and leaking was not identified.